Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18465. Related manufacturer reference number: 1627487-2021-18467. It was reported that the patient experienced an infection at the ipg site and lead incision site. The patient's ipg site had redness and the lead incision site was draining. Due to the pocket site also showing drainage during the procedure, the physician decided to explant the patient's system and place the patient on IV and oral antibiotics.